Event description:
During a remote follow-up, the patient experienced inappropriate anti-tachycardia pacing (atp) in response to the patient's bigeminal rhythm falling into the ventricular fibrillation (vf) therapy zone. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.